Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted upstream occlusion (uso) seal. The upo seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a damaged lcd. There was no patient involvement. The device evaluation noted a lifted upstream occlusion seal.